Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign object was found to be black silicone rubber. Silicone rubber is used in gaskets for various medical devices/instruments, such as the gaskets for the air/water supply button, the gasket for the water supply tank nozzle, and the injection tube attachment. It is speculated that silicone rubber fragments may have entered the duct due to breakage, deterioration, or falling off, leading to the nozzle clogging. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colono videoscope exhibited black organic silicone stuck in the nozzle. There was no patient involvement.